Event description:
A complaint was received via email. The customer wrote asking if their freestyle libre 3 plus alarm for glucose levels can be adjusted greater then 120 mg/dl, once their blood glucose levels reach 100 mg/dl their blood glucose drops to quickly to 70 mg/dl and are not notified quick enough. The customer further reported that due to this issue they had experienced "treated several times by an emergency service and in hospital". No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Upon review of the complaint, the customer contacted adc to inquire about the adc device's ability to adjust the alarm threshold past 120 mg/dl. The customer's current alarm is set to ring at 100 mg/dl, but the customer believes it is not a high enough threshold as the customer's blood sugar can drop rapidly below 70 mg/dl. The customer stated they wish for the alarm threshold limits to be more flexible in efforts to react earlier to diabetic episodes. There is no indication or allegation that the adc device did not function as intended. Based on the information provided, there is no indication that the adc device caused or contributed to a serious injury. Therefore adc considers this issue to be non-reportable and closed. The following fields have been updated: b2 - outcomes attributed to ae. H6 - adverse event problem - health effect - clinical code; health effect - impact code. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. The customer wrote asking if their freestyle libre 3 plus alarm for glucose levels can be adjusted greater then 120 mg/dl, once their blood glucose levels reach 100 mg/dl their blood glucose drops to quickly to 70 mg/dl and are not notified quick enough. The customer further reported that due to this issue they had experienced "treated several times by an emergency service and in hospital". No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. No most probable root cause was identified for libre 3 plus sensor, train-52 per 8.5.100w04 rev cd attachment 3 as defined per troubleshooting guidelines. In complaint cases with multiple impacted devices, probable root causes, mitigations, and risks related to all contributing devices are captured accordingly. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section b3 (date of event) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. The customer wrote asking if their freestyle libre 3 plus alarm for glucose levels can be adjusted greater then 120 mg/dl, once their blood glucose levels reach 100 mg/dl their blood glucose drops to quickly to 70 mg/dl and are not notified quick enough. The customer further reported that due to this issue they had experienced "treated several times by an emergency service and in hospital". No treatment was reported. There was no report of death or permanent injury associated with this event.